Event description:
Left knee pain (arthralgia). Left knee swelling (joint swelling). Culture was positive for staph infection (bacterial test positive). Drained 80ml's fluid from left knee (joint effusion). Case description: spontaneous report received on (B)(6) 2010 from a (B)(6) female patient, initials (B)(6), with a medical history of osteoarthritis, left knee pain, and left knee swelling. The patient was administered the first of the synvisc series on (B)(6) 2010 in the left knee. One day after receiving the first synvisc injection, the patient experienced severe left knee pain and swelling. The patient went to the physician's office on (B)(6) 2010 where he drained 80 ml of fluid from the left knee. The symptoms did not improve the next day and the patient was hospitalized and had left knee arthroscopy on (B)(6) 2010 to "clean out her knee." The synovial fluid culture was positive for staphylococcal infection, and the patient stated it was not methicillin resistant staphylococcus. The patient was started on intravenous (IV) clindamycin in the hospital. The patient was discharged on (B)(6) 2010 and continued on IV clindamycin. The patient was scheduled to follow-up with her physician on (B)(6) 2010. The synvisc lot number was unknown, no further information was provided. Manufacturer's comment: the benefit risk relationship to synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.